Manufacturer narrative:
The infusion factor was found to be under passing range. The infusion factor was calibrated to resolve.

Event description:
Customer alleged: volumetric calibration, tested right out of the box.